Event description:
This report is being filed retrospectively per the FDA's request. This fixture was returned to the manufacturer with no information other than the fixture fell out. Analysis showed there was no damage to the fixture and that all device measurements were within specifications.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.